Manufacturer narrative:
Procedure ran as expected without complications. The facility was informed by the son that the donor died 5 days later due to a heart attack. A field service engineer was dispatched and inspected the pcs-300-us machine. Verification sheet was inspected and showed all parameters were in specification and no adjustments were necessary.

Event description:
On march 31, 2020, haemonetics was informed by the customer of a donor death that happened 5 days post donation.